Manufacturer narrative:
Na.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 3. A mitraclip nt was prepared per the instructions for use IFU). However, while the mitraclip nt was exiting the steerable guide catheter (sgc) and advancing to straddle, resistance was encountered. Minor advancing was applied, and the sleeve jumped forward towards the straddle position into the left atrium (la). The clip was steered down to the valve without further incident. The clip was deployed on the mitral valve, reducing mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure. The returned device analysis reported that the steerable guide catheter (sgc) ring ID was observed to have a bump (delaminated). The inner braided shaft was observed to be peeled.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 3. A mitraclip nt was prepared per the instructions for use IFU). However, while the mitraclip nt was exiting the steerable guide catheter (sgc) and advancing to straddle, resistance was encountered. Minor advancing was applied, and the sleeve jumped forward towards the straddle position into the left atrium (la). The clip was steered down to the valve without further incident. The clip was deployed on the mitral valve, reducing mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure. The returned device analysis reported that the steerable guide catheter (sgc) ring ID was observed to have a bump (delaminated). The inner braided shaft was observed to be peeled.

Manufacturer narrative:
All available information was investigated, and the reported user concern associated with sgc resistance was confirmed via device analysis. Additionally, delamination was also observed at the soft tip (tip ring) inner diameter and the inner braided shaft. The flush port was observed to be broken. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and the returned device analysis, observed delaminated inner braided shaft and soft tip were likely due procedural circumstances. The cause of the observed deformed soft tip was unable to be determined. The observed broken flush port was likely due to post-procedural shipping/handling. The investigation determined reported sgc resistance may be related to a potential product quality issue. Abbott will continue to trend the performance of these devices.